Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Visual inspection of the returned products identified that the sterile packaging was damaged. The sterility of the products are compromised. Device history record (DHR) review identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the products when they left zimmer biomet control were conforming to specifications. The root cause is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The device was returned with damaged packaging, causing a breach in sterility.